Event description:
It was reported that the brakes did not hold due to a broken brake adjuster, which caused the nurse to strain her back while trying to move a patient. It was reported that there was medical intervention, but the only treatment reported was motrin for pain. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment for the patient was reported.

Manufacturer narrative:
It was originally reported that the user strained her back while attempting to move a patient, and that medical intervention was necessary. However, upon completion of the investigation it was confirmed that the user did not require medical intervention for the strain, but that she did take over the counter medication.

Event description:
It was reported that the brakes did not hold due to a broken brake adjuster, which caused the nurse to strain her back while trying to move a patient. It was reported that there was medical intervention, but the only treatment reported was motrin for pain. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment for the patient was reported.